Event description:
New information noted that programming changes were made again. The patient remained asymptomatic.

Event description:
New information noted that programming changes were done. The asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the device exhibited post-paced t-wave oversensing again. Programming changes were discussed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were discussed.